Event description:
Healthcare professional reported " intracapsular rupture" confirmed with a ultrasound, later healthcare professional reported "benign calcification" confirmed with a mammography. Later healthcare professional reported "late seroma", rupture, and "exchange of textured device due to patient's concern with product. Later healthcare professional reported "implant capsules sent to pathology", "rupture", "two lumps palpated and swelling", "late onset seroma of left breast", "seroma is reoccurring", firmness and tightness", "glandular ptosis", "painful firm and larger", and "deformed". This record is for the left side. Device remains implanted and it will not be returned.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported " intracapsular rupture". Confirm whit ultrasound, later healthcare professional reported "benign calcification" confirm whit mammography. Later healthcare professional reported "late seroma" rupture" and "exchange of textured device due to patient's concern with product". Later healthcare professional reported "implant capsules sent to pathology", "rupture", "two lumps palpated and swelling", "seroma", firmness and tightness", "glandular ptosis", "painful firm and larger", "deformed", fibroglandular tissue" and benign calcification". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported " intracapsular rupture" confirmed with a ultrasound, later healthcare professional reported "benign calcification" confirmed with a mammography. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.